Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the cartridge did not fit securely on the pump, and the cartridge "pops" out. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3-5 hours later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as pump has been functioning as intended.